Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that there was no sound at the central station. There was no patient incident.